Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual examination revealed the point of the needle is bent and no significant marks were noted in the bend area suggesting this was a manufacturing defect.

Event description:
It was reported that the patient underwent a laparoscopic sleeve gastrectomy procedure on (B)(6) 2016 and suture was used. During the procedure, while using on the field, the needle found bent at the tip. Another like suture was used to complete the procedure. There were no patient consequences reported.